Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (medical device problem code, type of investigation, investigation findings, component codes, investigation conclusions).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, component code, conclusion), h11. Corrected fields: d4(UDI). A fiber optic sensor failure in an intra aortic balloon occurs when the pressure sensor fails to transmit accurate aortic pressure waveforms needed for proper balloon timing. A nurse reported a fiber optic sensor failure and catheter restriction but stated the patient had not moved or bent the leg. All attempts to restore the fiber optic arterial pressure waveform were unsuccessful. A rolled towel was placed under the patient to straighten a possible kink near the inguinal crease which allowed therapy to restart using the iab fill and start keys. The fluid filled inner lumen was already transduced but a pressure cable was not available at the time to connect it to the pump. No patient harm was reported and limited surveillance information was obtained before the call ended with no further follow up.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) event site address: (B)(6) brand name: sensation plus 8fr 50cc iab with accessories (w/pressure tubes, no stylet, w/o statlock) (china) the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
The complaint was received through a direct call from the customer (registered nurse) to the emergency support program. It was reported that while using sensation plus 8fr 50cc intra-aortic balloon (iab), the device experienced a fo sensor failure and iab catheter restriction. No harm or injury to the patient was reported.